Event description:
As reported by the user facility: incident description: infusing vasopressin on a critically ill patient requiring high dose norepinephrine. Patient's blood pressures dropped easily. Vasopressin had been running with the same line and bag from 0930. It had not alarmed; bag was room temperature. Bag had been spiked horizontally. At 1730 the pump alarmed air in line". There were micro bubbles in the tubing inside the pump. I had to remove the line to prime out the air bubbles which risked a lower blood pressure for the patient. This took several minutes to remedy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.